Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead with extraction stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures. The lead failed in hi-pot test due to the damaged inner insulation at the distal region consistent with procedural damage. Visual inspection and x-ray examinations of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that the patient's condition was stable. It was noted that high capture thresholds were observed on the right ventricular (rv) lead in both unipolar and bipolar modes. Only left ventricular capture was present. Programming changes to increase the rv amplitude were made. The patient subsequently received a rv lead revision. The rv lead was explanted and replaced. The patient was stable.